Event description:
It was reported that when using the bd pyxis¿ es server had login issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that staff was unable to log into system. A technical support specialist (tss) dialed into the server and verified that pes had the latest updated certificates. Checked iis and found that the new certificates were not bound to pes, pyxis-identity-server, and pyxis-platform-services. Followed the knowledge article for the binding process starting from step 8 through completion. After completing the steps, attempted login again and confirmed it was successful. The customer has verified that the users were able to log in to pes. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.